Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose over 500 m/dl. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime and the cannula was not bent. Customer declined to check the settings. She checked the bolus history and found she did not bolus the night prior. Customer stated she had been eating without realizing her blood glucose was high. The customer would change the infusion set.